Manufacturer narrative:
The investigation determined that both lower and higher than expected vitros phyt results were obtained from non-vitros biorad control fluids using a vitros 5600 integrated system.the assignable cause of the event was an instrument related issue. Vitros precision testing used to assess the performance of the vitros 5600 instrument was outside of acceptable guidelines. Acceptable vitros phyt performance was obtained after ocd field service actions.

Event description:
The customer obtained lower and higher than expected vitros phyt quality control results processed using a vitros 5600 integrated system. Biorad l1 result of 3.6 ug/ml vs. 7.44 ug/ml.biorad l2 results of 12.01, 10.26, 19.56, 19.82, 18.39, 18.45, 20.49 19.74, 21.39, 20.21, 20.19 and 20.76 ug/ml vs. 15.2 ug/mlbiorad l3 results of 22.71, 22.56, 18.82, 17.40 and 18.61 ug/ml vs. 28.7 ug/ml.biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. However, there was no report of affected vitros phyt patient sample results. There was no allegation of patient harm as a result of this event.(B)(4).